Event description:
According to the reporter: during low anterior resection, the surgeon clamped the tissue and tried to squeeze the handle ,however could not. The procedure was completed with another device. The surgical time was extended by less than 30 min. No injury to the patient.